Event description:
The spouse of a pt reported low inaccurate results with a surestep meter. On the event date, pt experienced chest pain and was transferred to the hosp. Pt's blood glucose was 395 mg/dl on hospital surestep pro, versus 154 mg/dl on pt ss meter. Two days after event date, pt underwent a triple bypass procedure. Rptr attributes pt heart attack to ss meter inaccuracy. During troubleshooting with lifescan technician, ss meter found to be set in mmol/l unit. Apparently pt had been interpreting the ss meter mmol/l results as if they were in mg/dl. The ss meter owner's booklet clearly describes meter setup, including test result unit setup. The ss meter owner's booklet also clearly describes the difference between mg/dl and mmol/l unit's modes. Results in mmol/l are displayed with a decimal point and "mmol/l" character on the ss meter display.